Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: b925031, ubd: 23-feb-2020, (B)(4). The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient was a low ejection fraction of 20% with aortic insufficiency and little annular calcium, the valve dislodged after release from the delivery catheter system (dcs). A second transcatheter bioprosthetic valve was attempted to be implanted but dislodged into the ventricle upon release from the dcs paddles. A snare was used to pull the valves back. The patient was placed on bypass and the valves were surgically removed and replaced with a bioprosthetic valve. No adverse patient effects were reported.